Manufacturer narrative:
(B)(4). Study data was received for evaluation. Visual inspection found that the capsule transmission was overlapped and corrupted due to low signal.this may result in gaps in video.

Event description:
Customer reported performing a pillcam sb2 capsule procedure on (B)(6) 2016. Upon review of the study, the images showed the capsule remained in the patient's esophagus.the physician performed an x-ray on (B)(6) 2016, and was unable to identify the capsule in the results of the x-ray. Physician continued to review the video and identified gaps in the video. There was no patient harm. Patient did not have any preexisting conditions.